Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3593 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was found to be broken and leak fluids during catheter pre-flushing for catheterization. During the routine aspiration and saline flushing prior to the removal of guidewire, the catheter was found to be broken at the around 10 cm mark and leak fluids when saline was being injected. Withthrew and replaced the catheter and placed a new one. No fluid leak was observed when the damaged catheter was having good patency. It could only be seen when the proximal end of the catheter was reversely folded.